Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) stopped working because elective replacement indicator appeared on their programmer about a month prior to the report. The patient attempted to sync with the programmer and saw the elective replacement indicator (eri) shortly before seeing end of services (eos). The patient was redirected to follow-up with their healthcare provider. No further complications or symptoms were reported or anticipated.